Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu energized and cauterized and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted isolated lysis of adhesions surgical procedure, the customer contacted the technical support engineer (tse) to report that the bipolar function is not working with the fenestrated bipolar instrument. The customer had power cycled the erbe generator, tried both bipolar ports, replaced the instrument cord and replaced the instrument and the issue persisted. The tse confirmed that the erbe bipolar display showed question mark on the instrument arm display and recommended replacing the instrument cord again and possibly reseating the connection to the instrument multiple times. The procedure was completed as planned with no reported injury.